Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The sureform stapler 45 instrument was analyzed, and failure analysis investigations did not replicate nor confirm the customer reported complaint of "problem found: when the operator used the robot controls, the forceps worked backwards and the long metal part remained fixed to the robot arm, the surgeon asked to change the forceps, the stapler was not used after all.¿ a functional test to perform intuitive motion could not be performed. Incomplete failure analysis occurred because the instrument would not pass engagement which prevented normal use of the instrument. The instrument was placed on an xi system arm and failed engagement on 5 consecutive attempts. Review of logs showed that when the instrument passed engagement at the site, no firing or clamping attempts were made. Additional observation: review of dsp engagement logs showed the instrument failed to engage intermittently on february 13, 2023, using system sk1511. Error 22020 occurred statin. Engagement failure - roll axis¿. This error indicates a potential high friction with motion. Additional observation: main tube was manually rotated. There appears to be higher than normal friction of the roll motion when actuated. Shaft was found to very stiff to move. Root cause is attributed to manufacturing. The complaint regarding the instrument worked backwards was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, when the operator used the robot controls, the sureform 45 curved-tip stapler instrument worked backwards, and the long metal part remained fixed to the robot arm. The surgeon asked to change the instrument and the stapler was not used. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the sureform 45 curved-tip stapler by the customer noting the instrument worked backwards, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the sureform 45 curved-tip stapler instrument worked backwards. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.